Event description:
It was reported that the patient received an inappropriate therapy for supra ventricular tachycardia (svt). Follow-up revealed that the device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead (B)(6) 2009. (B)(4).